Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was defective as the pump had intermittent power that had happened several times with different batteries prior to receiving a replace battery alarm today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 05/01/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings: power on reset events were observed in the black box. There was no damage found to the returned battery cap or the battery compartment. The returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements were within specifications for height and width. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit observed. The complaint was verified in the history but could not be duplicated during the investigation.